Event description:
Customer reported s. Aureus isolates oxacillin (ox) mic discrepancy. They obtained oxacillin-susceptible results on the pos combo type 26 panel and oxacillin-resistant results on secondary methods that were also performed for the clinical isolate. The results were not reported to the physician. No reports of adverse health consequences associated with the discrepant result being obtained. The cause of the oxacillin susceptible results is unknown.

Manufacturer narrative:
Eval: routine monitoring of complaint history and performance trends to ensure performance is within claims. Eval results: requested additional info to determine if malfunction occurred. Eval conclusions: product is within performance claims. The cause of the oxacillin susceptible results is unknown.